Manufacturer narrative:
Unit was received with normal operating currents and no unexpected low battery alarm, replace battery now alarm or power loss alarm noted during testing. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. However, unexpected replace battery alarm noted in the long trace due to intermittent non-sleep anomaly software error. Unit passed the self test. No unexpected audio/vibrate anomaly/absence of alarm noted. Unit was received with cracked reservoir tube retainer, partially detached reservoir tube retainer, scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now without a low battery alert. The customer's blood glucose level was 3.3 at the time of incident. The customer reported absence of alarm second occurrence. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.